Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported during injection one syringe of juvéderm voluma® xc had a needle disengagement and the product "exploded out." Patient contact was made. No injury to patient, staff, or injector. The allergan packaged needle was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: five. Precautions juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use: b. Health care professional instructions. 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection one syringe of juvéderm voluma® xc had a needle disengagement and the product "exploded out." Patient contact was made. No injury to patient, staff, or injector. The allergan packaged needle was used.